Event description:
Report received from the USA stating that there was a "hole on the sheath." The device was not used in surgery. There were no injuries reported; occurred prior to pt involvement. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).